Event description:
Customer reported that intermittently his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that on (B)(6) 2014, due to the problem with this meter, he subsequently experienced a loss of consciousness and was hospitalized. Customer was diagnosed with hyperglycemia and received unspecified treatment. Customer could not recall the events that occurred, what his symptoms were or what treatment he was given. Customer could only report that his physician and his brother noted that "he was out of consciousness". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During troubleshooting it was revealed the customer was using incompatible test strips; fs classic test strips, with his freestyle freedom lite blood glucose meter. However, due to vision problems following his cataract surgery he was unable to read both the serial number of his meter and the lot number of the test strips in use at the time of the medical event. The serial number of the meter is unknown; hence the date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.